Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was recently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of the incident was over 600 mg/dl. Customer stated that the insulin pump ran out of insulin, which led to the incident. The caller reported that he was vomiting and dehydrated. The insulin pump was not replaced or returned for analysis.